Event description:
It was reported that failure to deflate a balloon and additional intervention occurred. A normal debulking procedure was performed on a 50% stenosed moderately calcified and mildly tortuous superficial femoral artery (sfa). A 8.00mm x 40mm, 135 cm ranger (dcb) balloon was advanced to the sfa and inflated to nominal pressure, followed by a waiting time due to paclitaxel application. The balloon would not deflate completely. The balloon was inflated and deflated several times for 20 seconds, but without success. It was not possible to remove the ranger balloon from the patient due to the balloon was not completely deflated. An emergency deflation of the balloon was performed where an external needle was inserted through the patient skin to deflate the balloon. After the balloon had been cracked by the needle and was fully deflated, the balloon was removed through the sheath. The procedure was completed and no patient complications resulted in relation to this event.

Manufacturer narrative:
Device returned to manufacturer: analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a complete mechanical separation in the shaft, and there was shaft damage (necked down outer shaft) intermittently for a length of 16.2cm. The necked down areas consisted of the outer shaft stretched over the inner shaft, resulting in no space between the lumens to allow for deflation. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that failure to deflate a balloon occurred. A normal debulking procedure was performed on a 50% stenosed moderately calcified and mildly tortuous superficial femoral artery (sfa). A 8.00mm x 40mm, 135 cm ranger (dcb) balloon was advanced to the sfa and inflated to nominal pressure, followed by a waiting time due to paclitaxel application. The balloon would not deflate completely. The balloon was inflated and deflated several times for 20 seconds, but without success. It was not possible to remove the ranger balloon from the patient due to the balloon was not completely deflated. An emergency deflation of the balloon was performed where an external needle was inserted through the patient skin to deflate the balloon. After the balloon had been cracked by the needle and was fully deflated, the balloon was removed through the sheath. The procedure was completed and no patient complications resulted in relation to this event.